Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy from the cardiac resynchronization therapy defibrillator (crt-d) and there was right ventricular (rv) lead oversensing due to a lead fracture. In addition, there was high impedance observed, along with a sensing/detection issue with the device and the rv lead and crt-d were explanted and replaced. No further patient complications have been reported as a result of this event.